Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The guide wire and the stent delivery system were not returned which could have aided in the evaluation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause could not be determined and there is no indication of a product quality deficiency. All guide wires are 100 % visually inspected for damage during manufacturing and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during the procedure in the right posterior lateral branch, a 2.5 x 15 mm otw trek dilatation catheter was advanced on a balance middleweight (bmw) universal ii guide wire. Sticking was felt; however, dilatation was performed successfully. During removal of the dilatation catheter, sticking was felt again. A 2.5 x 23 mm otw xience v stent system was advanced on the same bmw guide wire and sticking was felt; therefore, the stent system was removed. The bmw guide wire was exchanged for a prowater guide wire and the same stent system was advanced with successful stent deployment. There was no resistance felt during removal of the stent system. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.